Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The user reportedly was unable to remove the battery cap. There was no additional information available for this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the black box from the date of the complaint had been overwritten due to continued use of the device. The current black box showed evidence of unexplained pump reboots. The pump powered on with the returned battery cap; the cap was able to fully tighten; however, the ¿coin slow¿ was worn making the removal of the battery difficult. The battery cap measured within specifications. The battery compartment as well as the pump case was cracked. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.